Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a thoracic aortic aneurysm. It was noted that the maximum thoracic aortic aneurysm measured 7cm in diameter on the CT study done on two months pre-implant. It was reported that the valiant stent graft was positioned just distal to the lsa and extended over the arch. On the CT scan done at 17 months post implant, the maximum diameter of the thoracic aneurysm measured 7.6cm and there was contrast seen within the proximal thoracic aneurysm from a likely proximal type I endoleak likely due to lack of adequate proximal seal length. The exact cause of the proximal type I endoleak seen within the taa could not be determined. No intervention was done. No clinical sequelae were reported.